Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent and the guide catheter broke. The broken guide catheter remained inside the patient while the rest of the delivery system was removed. The broken guide catheter was retrieved with forceps. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an advanix rx preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, difficulty was experienced when attempting to deploy the stent and the guide catheter broke. The broken guide catheter remained inside the patient while the rest of the delivery system was removed. The broken guide catheter was retrieved with forceps. The procedure was completed with another advanix rx preloaded biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device noted the guide catheter had separated from the pull wire cannula. The hub of the pull wire was detached and was not returned. The pull wire could not be retracted or extended inside the push catheter. The pull wire had been retracted enough to cause the cannula at the distal end to become stuck inside the working channel of the push catheter. The broken guide catheter indicates force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Component relates to problem for the reported event of guide catheter broken. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.